Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's extensions were causing discomfort. Surgical intervention was undertaken wherein the extensions were explanted and replaced to address the issue. Therapy was restored post-op.